Event description:
Caller reported blood glucose results of 231 mg/dl on accu-chek system, 94 mg/dl on doctor's system within 1 minute. Reported no adverse event relative to discrepancy. A request was made for the return of the meters and strips, replacement sent.

Event description:
It was reported that during an unknown procedure, the clamp arm of the device could not be closed; the second one had the same problem. The surgeon changed to a third one to complete the procedure. There were no adverse consequences for the patient.